Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) is unknown; no information provided to date.

Event description:
It was reported that the pump had to administer 1246 ml over four doses of 311 ml/3 hours at an interval of twelve hours. After finishing the treatment there was still 350 ml left in the bag when it should be empty. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing, however the device was in good condition. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. No corrective action was taken as the root cause of reported problem is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number 2120.